Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed pump stop events. Based on experience with the heartmate ii (hmii) left ventricular assist system (lvas) and similar reported events, the pump stops and hazard alarms that occurred while the patient was supported by batteries could be indicative of driveline damage. The submitted log file captured pump stop events on (B)(6) 2020 to (B)(6) 2020 with corresponding hazard alarms for low speed and low flow. These events occurred while the system was supported on batteries. The submitted x-ray images were unremarkable. The account reported that the patient was having multiple pump stops and was previously on an ungrounded patient cable. The account presumed that the cause of the pump stops was phase-to-phase short. The patient lost consciousness and required cardiopulmonary resuscitation due to pump stops, and the hospital decided to exchange the pump on (B)(6) 2020 instead of waiting for a driveline repair. It was noted that the pump turned off while the patient was in surgery. Heartmate ii lvas, serial number (B)(6), was not returned for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous driveline damage was reported under MFR# 2916596-2019-05269. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the critical and intensive care unit. The patient had multiple pump stops and was previously on an ungrounded cable. The physician was wondering about a possible external repair. The log files captured pump stops and speed drops on (B)(6) 2020. These occurred while the patient was on battery power and continued to occur intermittently throughout the remainder of the log files. It appeared that the short to shield matured into a phase to phase short. The patient underwent a pump exchange on (B)(6) 2020.